Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx coronary rx drug eluting stent to treat a lesion. It was reported that the device failed to cross the lesion and defective stent struts were seen. No patient injury reported.

Manufacturer narrative:
It was subsequently reported that the device was not used in the patient. The damaged strut was noticed upon inspection following the removal from the hoop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th distal stent wraps with struts raised. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.